Manufacturer narrative:
Batch history analysis was performed, quality notifications and maintenance records were verified where no records were found that were potentially related to failure. By evaluating the available sample it was possible to observe strange matter- dirt. For the reported defect it can be affirmed that this is a punctual occurrence related to cleaning and line release during the start up of the mold. During start up the first cycles should be discarded and production released only after inspection. Production line operators will be notified of the occurrence. The defect identified from this claim will be monitored for trend evaluation.

Event description:
It was reported that a bd plastipak syringe with luer slip had a dirty syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ syringe with luer slip had a dirty syringe. There was no report of exposure, serious injury or medical intervention.